Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) lasted 18 months and should have lasted longer. The device was replaced. It was later reported that the patient¿s settings were not terribly high but it was possible that the patient¿s batteries depleted and needed to be replaced due to high settings.